Event description:
With manipulation of catheters in the dilated and atrialized right atrium, the patient had a two minute episode of wide-complex tachycardia, tolerated poorly from a hemodynamic perspective. He failed to cardiovert with a dose of adenosine and synchronized dc (direct current) cardioversion was requested. During charging of the defibrillator set for 7 joules, the nurse changed the selected energy to 4 joules and unsynchronized discharge was delivered. The nurse called out the settings prior to the shock and the staff visualized that the defibrillator was in sync mode. After delivery of 4j of unsynchronized energy, the patient went into ventricular fibrillation. He received 30 seconds of CPR and was defibrillated with 10j unsynchronized successfully to sinus rhythm on first attempt. His hemodynamic status immediately stabilized. This defibrillator was removed from service and another defibrillator was brought in. The cardiac cath procedure continued. During this time, the second defibrillator was noted to be going in and out of synchronization. This was identified as strips were being recorded and printed during the case. The question is whether this is due to a technical (machine) error or another outside energy source, i.e. Cell phone interference. Manufacturer response (as per reporter) for 2 defibrillators, philips heartstart mrxplan to come to hospital to evaluate both defibrillators.